Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be damaged. The rayone emv toric rao210t iol was explanted and exchanged during the original surgery session without injury/impact to the patient. The device was not returned to rayner. The additional information received identifies that there was resistance during injection. The rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 073218873 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 073218873.

Event description:
On 28th may 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye, the optic was observed to be damaged necessitating explantation.